Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) performed from the date of manufacture, 07-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer was failed and required maintenance. The field service engineer (fse) had addressed an issue where drawer 3 was not sensing as closed. The fse shut down the station and removed drawer 3 for inspection. It was determined that the inseparable magnet was missing. The fse replaced the inseparable component, reinstalled the drawer, and restarted the station. Testing was performed using the hardware test application (hta), confirming that the drawer was now sensing as closed. An acceptance test was conducted, and all results were satisfactory. The customer successfully recovered the drawer and inventoried the medication, verifying full functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.